Event description:
Per the report, "syringes sent to patient to flush line per protocol; patient instructed to use blunt metal cannulas (packaged with flush syringes) to access injection cap; when syringe was removed from catheter, the cannula caused the rubber stopper to push in on itself; a new injection cap was applied with no further incidents."